Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted 11 months, displayed a monitoring voltage of middle of life 2. The patient is paced 50%, and had not received shock therapy. Additional information was received stating the patient reported the device was vibrating in his chest.